Manufacturer narrative:
The device was not returned, so no analysis was conducted h4) device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and caused no delay to the surgery. It was reported that during a multi-level lumbar fusion case, the third spin ended prematurely. The fourth spin worked fine. The surgery was completed with imaging and there was no impact on patient outcome. The medtronic representative later reported that the imaging device has been used in multiple cases with no issues.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs investigation found the issue is user workflow technique from early button release. Software functioning as designed. If information is provided in the future, a supplemental report will be issued.